Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 19-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager temperature was displayed as -99 degrees on the screen. The field service engineer replaced the vial probe to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a smart remote manager temperature alert of 127°f, despite the actual temperature being 39°f. The customer reported that the malfunction occurs when user was tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.